Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2017 with the following findings: a review of the black box verified the power on reset interruption. The returned battery cap and test cap attached securely to the pump. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no reboots occurred. The pump was opened to find no damage to the power circuit or moisture internally. The complaint of no power was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left of the bumper, and at the case seal below the bumper. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.